Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 869-021,510k # k040962 and (B)(4) is cleared in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative lumbar scoliosis underwent posterior spinal fusion at th10-s2ai and posterior lumbar interbody fusion at l5/s on (B)(6) 2016. Post op,on an unknown date, pseudoarthrosis was developed at l5/s and the rod on the right side was found to be broken at l5/s. Patient underwent revision surgery on (B)(6) 2017 in which re-insertion of screw and replacement of cage placed at l5/s was done.

Manufacturer narrative:
Additional information: product analysis: visual review confirms rod breakage. Significant fracture surface damage and smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with faint gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Followed by a sheer lip that is consistent with material overload after the rod had been weakened by the cyclic fatigue. If information is provided in the future, a supplemental report will be issued.